Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination found the stent of the device to be fully deployed from the device. The stent was not returned for analysis. A visual and tactile inspection found the delivery system to be separated at the guidewire port. A visual examination identified no issues with the tip of the device. This concludes the product analysis.

Event description:
It was reported that the stent was difficult to reconstrain. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified internal carotid artery (ica). An 8.0-29 carotid wallstent was selected for stenting. However, during the procedure, it was noted that the stent was partially deployed by 40% and could not be fully released due to a bent non-boston scientific (bsc) guidewire. The stent was not fully reconstrained prior to removal, and the procedure was completed with another of the same device. The patient was stable post-procedure.

Event description:
It was reported that the stent was difficult to reconstrain. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified internal carotid artery (ica). An 8.0-29 carotid wallstent was selected for stenting. However, during the procedure, it was noted that the stent was partially deployed by 40% and could not be fully released due to a bent non-boston scientific (bsc) guidewire. The stent was not fully reconstrained prior to removal, and the procedure was completed with another of the same device. The patient was stable post-procedure. The device was returned for analysis and the evaluation was completed on 14oct2024. A visual examination found the stent of the device to be fully deployed from the device. The stent was not returned for analysis. A visual and tactile inspection found the delivery system to be separated at the guidewire port. A visual examination identified no issues with the tip of the device. This concludes the product analysis.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination found the stent of the device to be fully deployed from the device. The stent was not returned for analysis. A visual and tactile inspection found the delivery system to be separated at the guidewire port. A visual examination identified no issues with the tip of the device. This concludes the product analysis.